Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional death reported in the article are captured under separate medwatch report. B3: date of event estimated. D4: the UDI is not known as the part and lot number were not provided. D6: date of implant estimated. ¿literature: article title: five-year clinical outcomes after xience prime everolimus elution coronary stent system (eecss) implantation".

Event description:
It was reported through an article that a total of 108 patients with coronary artery disease were enrolled in a single center clinical study. The xience prime stents may be related to the following: target lesion failure, target lesion revascularization, cardiac death, myocardial infarction and bleeding. Follow up was performed at 1 year, 2 years, and 5 years. Details are listed in the article titled, ¿five-year clinical outcomes after xience prime everolimus elution coronary stent system (eecss) implantation". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effects of myocardial infarction, and hemorrhage are listed in the xience v everolimus eluting coronary stent systems instructions for use as adverse events that may be associated with pci treatment procedures and the use of a stent in native coronary arteries. A conclusive cause for the reported myocardial infarction and hemorrhage and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.